Event description:
During the neck dissection at the implant procedure, the patient experienced excessive bleeding. Physician applied pressure, cauterized the bleeding, and ligated the area to achieve hemostasis. This resolved the issue.